Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire coating peeled off. A 182cm straight tip v-14¿ controlwire® was selected for use; however, it was noted that the coating of the tip of the guide wire was lost. The guidewire was changed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has tip damage, as part of overall visual revision. The device has a kink on its body, approximately at 21 cm from its proximal end. It also presents its distal tip kinked and partially peeled off. The overall length and outer diameter (od) of distal tip couldn't be measured because of the condition of the device (tip kinked and peeled). The od of middle of the device and od of proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 182cm straight tip v-14¿ controlwire® was selected for use; however, it was noted that the coating of the tip of the guide wire was lost. The guidewire was changed. No patient complications were reported.